Event description:
It was reported that insyte autoguard bl 22ga x 1.0in had foreign matter. This occurred on 10 occasions. The following information was provided by the initial reporter: this is a report about foreign matter in the package. According to the customer's report, black spots were found in some packages.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/12/2021. H.6. Investigation: 10 sealed 22g x 1.00in. Insyte autoguard units with lot: 0239537 were received by our quality team for evaluation. Additionally, four customer photos were provided for investigation. A visual inspection found that eight of the returned units had foreign matter (fm) inside the packaging, verifying the customer¿s reported defect. A device history record review found no non-conformances associated with this issue during production of this batch. The units were further inspected by opening the units and examining the components for foreign matter. Further inspection found that of the 10 returned units: 2 had no foreign matter, 5 had black specks embedded in the components (3 on needle cover, 1 on barrel, 1 on grip), 2 had a black speck of foreign matter loose inside the packaging, and 1 had a strand of material loose inside the packaging. The foreign matter of one of the units with a loose black speck was lost upon opening the package. The remaining unit with a loose black speck and the unit with a loose strand of material were sent for fourier-transform infrared spectroscopy (ftir). Ftir spectral analysis showed that the black speck was most likely polyamide (nylon) mixed with rubber and the strand of material was most likely cardboard. Three different types of foreign materials were found in the returned units: embedded black speck: this type of defect was most likely created as part of the molding process. Burnt embedded resin specks result from material build up in the barrel/screw. As the material flows through the barrel/screw the buildup breaks free and ends up in the mold. Molds are being purged between the lots to avoid the buildup of the burnt/loose material; however, one lot can sometimes take up to ten days to produce and lead to the creation of the reported defect. Polyamide (nylon) mixed with rubber: this type of defect was most likely created during the packing process as a result of rubber burning along with the nylon from the bottom web. Rubber is not a known material used throughout the manufacturing process, but it may be introduced due to environmental sources via cross-contamination. Personnel are trained to and must adhere to procedures which defines practices and requirements for gowning in environmentally controlled manufacturing areas. Smocks and hair covers are worn during the manufacturing process to protect the product from dust, dirt, hair, lint, or other particulate that may adversely affect the quality of the product. Additionally, maintenance, cleaning, and organizing are all performed to help mitigate the occurrence of this defect. Nylon, on the other hand, is a known material layer in the composition of the bottom webbing. The forming dies used to heat the bottom pocket of the packaging are coated with teflon to prevent heated bottom web from sticking to the dies. Over time the teflon can wear, creating a surface for the web material to buildup. This buildup can consist of the many different layers of the bottom webbing including the nylon layer, which is then burned and can end up on the device or in the package. Preventative maintenance (pm) is performed to maintain and ensure proper functioning of equipment. Pm records were verified to be up to date during the production of this lot. Cardboard: cardboard is not permitted in the manufacturing clean rooms but is used in the packaging of the final product (dispenser and shipper boxes). This foreign material may have been introduced by environmental sources. Personnel are trained to and must adhere to procedures which defines practices and requirements for gowning in environmentally controlled manufacturing areas. Smocks and hair covers are worn during the manufacturing process to protect the product from dust, dirt, hair, lint, or other particulate that may adversely affect the quality of the product. Additionally, maintenance and cleaning are all performed to help mitigate the occurrence of this defect. Overall, the root cause has been linked to the manufacturing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in had foreign matter. This occurred on 10 occasions. The following information was provided by the initial reporter: this is a report about foreign matter in the package. According to the customer's report, black spots were found in some packages.